Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate shocks were noted due to noise and oversensing when it comes to this device. Boston scientific technical services (ts) noted possible air entrapment could be the root cause of the reported observations. It was noted that the patient was seen at a follow up and noise was not reproduced. The patient will be followed up with normal follow ups. No adverse patient effects were reported.